Event description:
It was reported that a spectrum pump alarmed sys error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the event history log) but did not reproduce the sys error 105. The device was operating out of specification. Physical inspection found that the motor was seizing which is a known contributor to sys error 105. The motor assembly was replaced.